Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device could not "get in". Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.